Event description:
It was reported that during an office follow-up, the programmer had an alert indicating the subcutaneous implantable cardioverter defibrillator (s-ICD) had a patient data alert. Technical services recommended to re-populate the patient information and recommended to send in disk analysis. Engineering analysis determined the pd alert was due to benign corruption of the programmer reserved ram. There have been no recent shocks delivered by the device and depletion is normal. The device is operating normally. At this time, the device remains in service. No adverse patient effects were reported.